Event description:
Pt hospitalized for chest pain. During a cardiac catheterization, approx 9 cm, of the distal tip, of an embolization protection catheter became unattached from main device. This came to rest in a vein graft to a native coronary artery. The catheter was successfully retrieved by the cardiologist during the procedure.